Event description:
It was reported to manufacturer by facility, per facility, the pt was in the process of being transferred from wheelchair to bed using a c-hla-2 lifter and 70003 padded u sling when the right corner of the sling popped out of the hook of the cradle. The resident hit her head on the floor. The pt was sent to the ER where radiographs revealed subarachnoid hemorrhage to the parietal and was held overnight for surveillance. Further investigation revealed the pt sustained no serious injury, has recovered and shows no residual injuries. The sling and lift in question were inspected with no issues found. The devices are currently in service. The facility stated that the user did not attach the loops to the cradle correctly. An in-service was performed on proper sling selection, use and technique. The device performed according to specifications and no product malfunction or deficiency is being claimed.

Manufacturer narrative:
The sling manufacturer is fine group, (B)(4). The lift manufacturer is apex healthcare mfg. Inc., (B)(4). Joerns is sending report to lift manufacturer. Joerns is sending report to sling manufacturer.